Event description:
The customer reported experiencing multiple intermittent occlusion alarms, which led to a visit to the emergency room and subsequent hospitalization due to high blood glucose levels. Customer was admitted to the hospital on (B)(6) 2025 and released on (B)(6) 2025. The highest recorded blood glucose level related to this incident was 788. The issue was resolved after medical treatment, and there were no injuries or permanent damage reported. The customer resumed insulin therapy and was advised to correctly fill the insulin cartridge to prevent future occlusions. Technical support provided guidance on managing occlusions and advised the customer to monitor for any recurrence and seek assistance if needed.